Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20.0 mg/ml], clonidine [450.0 mcg/ml], and lidocaine [45.0 mg/ml] at unknown doses via an implantable pump for an unknown indication for use. It was reported that the patient was being treated for demonstrating symptoms of morphine overdose on (B)(6) 2018. The pump was turned to minimum rate and the patient was being observed. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostic testing done. As of the date of the initial report it was indicated that the patient status was ¿alive ¿ no injury¿ but as of (B)(6) 2018 it was reported the patient¿s current status was unknown. The patient¿s medical history and weight were asked but would not be made available.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient's care was transferred to another doctor who indicated the cause of the symptoms of overdose was not the pump at all. The patient had become septic and this diagnosis was overlooked because it was assumed by the original treating doctor who did not see the patient and was guiding a doctor in an emergency department by phone. It was confirmed that the pump in no way caused or contributed to the case of sepsis; the patient was treated with antibiotics and the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.